Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had tissue athropy under cuff. Gradual loss of urine over time. All components were explanted and replaced. The cuff was downsized. Patient tolerated procedure well and was good at end of case. This helped based on cysto.